Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue. Fse replaced e-100 generator as a precaution. The system was tested and verified as ready for use. The unit was returned for failure analysis; however, the reported failure could not be replicated. This unit was installed onto the test system, and it worked fine with the vessel sealer extend (vse) instrument installed. The technician used the vse instrument with a saline-dipped gauze in the jaws. The technician performed approximately 100 cut/seal actions using the yellow pedal/sync activations, and the e-100 worked fine without any issues.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, there was an error on the e-100 generator while using the vessel sealer extend (vse). Prior to calling intuitive technical support engineer (tse), site had hard power cycled the e-100 from the back of the e-100 with no change. No related errors were found in the logs. The site proceeded with vse using erbe generator. The procedure was completed with no reported injury.